Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ax55g staples would not form the "b" shape at all. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.